Event description:
It was reported that a user experienced bluetooth connectivity loss between a dexcom g7 sensor and the ilet, while glucose readings remained visible in the dexcom mobile application and blood glucose levels were unaffected. Symptoms included no adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education, including toggling the dexcom sensor type setting and restarting the ilet with instructions to allow time for pairing. Investigation of this case revealed that the device connection resumed was anticipated after completing the pairing steps and that the signal loss was limited to the ilet interface. It was concluded that the event was consistent with intermittent communication disruption between the cgm and the ilet without patient harm and that the product operated as designed after standard troubleshooting.